Event description:
(B)(4). Migraines, pelvic pain, extreme bleeding during periods (faucet bleeding, huge clots) in (B)(6) 2015, became allergic to nickel as shown in pictures and in (B)(6) 2016 had to have full hysterectomy to remove essure which was imbedded in my uterus. Migration of device.